Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were identified.. A complaint lot history examination indicates there were two other complaints for the reported issue. One probe was returned for evaluation. The sample was visually inspected and deemed nonconforming. The needle is bent at approximately 30 degrees. The port is closed by the cutter. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is no wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the bent needle. Actuation and aspiration were retested and deemed conforming. The inner cutter is detached out of the coupling. The complaint evaluation does confirm the probe had a quality issue which resulted in the probe not being able to function after approximately 0 minutes of use of the probe. The root cause for the poor probe performance was due to the separation of components, which caused the cutter to move and remain within the port. The adhesive bond failed between the inner cutter and the coupling. An internal investigation has been initiated and actions are presently being taken to lower the occurrence of detachments from adhesive bond failures. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrector would not cut during a vitrectomy procedure. The condition of aspiration is unknown. It was noted that the outer tube appeared to be "frozen". The product was replaced and the procedure was completed. There was not patient harm. Additional information and product sample have been requested.